Event description:
The customer reported there was intermittent repro failure and a black image appears on the system.

Manufacturer narrative:
(B)(4). They replaced the repro. The system operates as intended.